Event description:
Hamilton medical ag received the following event description: while ventilating a patient, the ventilator screen suddenly went blank and displayed a blue background with a vertical blue bar on the right side. After performing a reset, the issue did not reoccur. No harm to the patient was reported

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Manufacturer narrative:
Follow-up 1: investigation outcome. The hamilton-g5 ventilator (sn (B)(6)) reportedly displayed a blank blue screen with a vertical blue bar on the right side during active ventilation, which resolved after a device reset. Patient involvement was reported, but no harm or clinical impact was specified. Visual evidence supports a display output anomaly consistent with loss of graphical user interface rendering rather than full device shutdown. No logfile was provided, limiting confirmation of system state, alarms, or concurrent faults. Based on the behavior (temporary and resolved by reset), the issue is most consistent with a display communication error rather than a persistent hardware failure. No definitive root cause could be confirmed due to lack of reproducibility and absence of logs. No further complaints for this device were reported. This case is considered closed.